Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and down arrow keypad buttons were sticking, were found to be scrolling, were intermittently responsive, required multiple button presses and more force in order to elicit a response. The keypad buttons did not spring back and click back normally. There was evidence of keypad contamination found under all key contacts. The up arrow and down arrow key contacts were found to be inverted. Unrelated to the complaint, evaluation revealed a faded and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
It was reported that the "up" and "down" arrow buttons will not respond to presses.